Manufacturer narrative:
Device is a combination product. A 20 x 4.00mm promus select stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage; damage was noted to the 5th most proximal stent strut row with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on an 80% stenosed, moderately calcified and mildly tortuous lesion in the right coronary artery. A 20mmx4.00mm promus premier select stent was advanced in the vessel with resistance. The stent was withdrawn and stent struts were noted to be protruding. The procedure was successfully completed with a different device without issue or patient injury.